Event description:
Underdelivery noted during routine performance verification testing. The pump delivered 18.5 ml with an expected delivery of 20 ml. This indicates delivery accuracy of 7.5% with system specification limits of +/5%. There have been no reported problems with the pump during pt use.

Manufacturer narrative:
Corrected MFR site/address.